Event description:
It was observed during the device inspection that the bronchovideoscope had a burnt distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device